Event description:
It was reported, the pump stalled and never recovered. It was stated that several motor stalls occurred. It was reported, the patient showed signs of withdrawal and was treated with oral baclofen. It was stated there were underdose symptoms. It was reported the patient was hospitalized. It was reported the pump was explanted. It was noted, the product issue was resolved. The patient status was noted as ¿alive with no injury.¿ the pump was used to deliver compounded baclofen.

Manufacturer narrative:
(B)(4).